Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced subjective visual disturbance. The iol was exchanged for another unspecified lens model approximately 8 months following the initial implant procedure. The clinical reason for exchange was subjective visual disturbance. Additional information has been received and stated that the patient was not adjusting to optic of iol and inability to adapt.

Manufacturer narrative:
The lens was returned in the non-company replacement lens case. Viscoelastic was observed on the lens. The lens was cut across the center into two pieces. Power and resolution could not be verified due to the optic damage. Product history records were reviewed and documentation indicated the product met release criteria. Qualified cartridge and handpiece were indicated with a non-qualified viscoelastic. The root cause for the patient¿s visual issues could not be determined. Power and resolution could not be verified due to the optic damage. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company lens, 22.0 diopter (extended 1.5 diopters of focus) lens was replaced with a non-company monofocal 22.5 diopter lens. This may indicate the replacement lens was an improved choice for the patient¿s visual needs. The manufacturer internal reference number is: (B)(4).